Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to the adhesive missing on the front response button which led to the front response button cover to fall off and expose its contacts to contamination. Additionally, the monitor experienced power up issues due to the e-clip being jammed between the blind and j1. The e-clip was removed and the monitor now powers on properly. The root cause of the contaminated cover is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.